Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement 8 pack battery kit shipped to site. The suspect part was discarded by the site and will not be returned to manufacturer for analysis. On 03/18/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Imaging system fails to keep a charge. Reported issue could not be replicated. Replaced the motion batteries as a precaution. Also check the ups charge on the mvs and verified that it holds at least a 5 min charge.

Event description:
A medtronic representative received a report from a site that when they are transporting their imaging system between rooms, the system is powering down unexpectedly and almost immediately after being unplugged from the wall. No further details regarding this issue were provided. There was no patient present when this issue was identified.